Manufacturer narrative:
Corrected date: b5: lens was exchanged for a shorter length lens. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.0/1.0/147 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed and the replaced due to excessive vault. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Pt info:unk. Off-label - acd<3.0. Claim# (B)(4).